Event description:
During placement, the sheath broke & embolized. Pt sent to radiology for attempt to retrieve introducer piece. Electrocardiogram done which showed piece in right atrium. Open heart surgery performed to remove piece of introducer.